Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause could not be established. The investigation findings did not lead to a definitive conclusion regarding the root cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the distal end cover of the bronchovideoscope was found to have sustained burn damage. There was no patient involvement.